Event description:
It was later reported that the cause of device turning off was noted as unknown and it has not repeated as of this date (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient thought she had a uti because she had abdominal pain. She said she saw the urologist a day prior to this call and they performed a rapid urinalysis (ua) that was negative. She checked her implantable neurostimulator (ins) and the patient programmer (pp) noted it was off. She said she checked her manual and it said the warning screen she was seeing was the ins off screen. The patient alleges that ins turned itself off because she has not touched the pp in 6 months. The patient experienced bowel and urinary wetting of the bed, pain. The change in therapy /symptom was noted as sudden. The patient stated that since she has turned ins back on she felt so much better and pain went away. The temporary return in symptom stated as 2 nights and the night before and unknown if resolved as ins was just turned back on the day of this call. Additional information has been requested regarding patient return of sy stem if resolved. If additional information is received, a follow-up report will be submitted/the event will be updated. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the device was shut off without the patient's knowledge. The device restarted okay and was checked out okay. The patient was going to verify the device was running okay weekly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.